Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, when the surgeon was placing the iol in the sulcus, a kink was noted without the iol haptic. The iol was cut with a forceps and removed in an initial procedure. Additional information has been requested but is not available at the time of this report.